Event description:
It was reported that a patient was implanted a znn cmn nail 14.5mmx21.5cm 125r on (B)(6) 2014. A revision surgery was performed on (B)(6) 2015 due to a fracture of the cm nail. It was reported that the surgeon believes that the reason for the fracture was false joint.

Manufacturer narrative:
The manufacturer did not receive the device for investigation since it was discarded by the hospital. No surgical report or x-rays were provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information becomes available and/or investigation results become available, an amended medical device report will be submitted. (B)(4).